Event description:
It has been reported to philips that the wireless footswitch was not working during clinical use. The wireless footswitch could not be charged and the wifi led indicator was not green. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wi-fi indicator on the footswitch was not green, which indicates that there was an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.